Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product/photographs provided confirmed debris inside the sterile packaging which is consistent with the appearance of the porous coating and foam debris from the foam packaging inside the sterile barrier. Sterility has not been compromised reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage. This device falls within the scope of a corrective action which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this corrective action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Concomitant medical products: catalog#: 51-102060 tprlc xr fp type1 pps 6x132mm 1 lot#: 3543923, catalog#: 51-107170 tprlc 133 mp type1 pps ho 17.0 m t1 lot#: 3756038, catalog#: 51-149080 tprlc xr mp fp t1 pps 8x101mm m t1 lot#: 3336520, catalog#: 51-107170 tprlc 133 mp type1 pps ho 17.0 m t1 lot#: 3577543, catalog#: 51-103140 tprlc 133 t1 pps so 14x148mm t1 lot#: 3608272. Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02970, 0001825034-2020-02971, 0001825034-2020-02973, 0001825034-2020-02974, 0001825034-2020-02975.

Event description:
It was reported that during inspection in the warehouse, there was debris in the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.